Event description:
The customer reported the sys had a black screen and the sys was arcing and shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.